Manufacturer narrative:
Investigation confirmed that there was no system malfunction and no evidence of device-related issues that contributed to the event.

Event description:
The site reported that a technologist received a fracture on the left radial head, left elbow when her foot was caught in the pt strap and fell to the floor. Prior to the incident, the CT table was in its lowest position from the last pt scan. Attached to the table still was the pt strap that was folded to form a loop. When a new pt was brought into the room, the technologist proceeded to exit the room to obtain clean sheets when her foot was caught in the strap. As a result, the technologist fell to the floor. The technologist received an x-ray exam to confirm a radial head fracture and was subsequently treated by an orthopaedic physician. The technologist's arm was placed on a sling.